Manufacturer narrative:
Continuation of d10: product ID 97755-s, serial# (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the circumstances that led to the stimulation issue was that it would not charge. The patient received a new charging paddle and the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable neurostimulator (ins) for pain stimulation, located on the side of the stomach, experienced multiple issues with the recharger during attempts to charge the implanted neurostimulator. The reported problems included the recharge quality fluctuating from excellent to no quality displayed, receiving a "no device found" message during charging attempts, and the charging process taking twice as long to reach 90%. The controller would not continue to charge, and the signal strength fluctuated from excellent to no device found. The recharging status sometimes displayed with no recharge quality. The patient had to remove the battery and restart the charging process. The controller required a reset every night, and on some nights, the reset had to be performed twice due to looping and failure to find the implant. The patient also reported that the intensity of stimulation increased in group a and, since implantation, had to reset the controller occasionally. The patient was advised to reset the controller and clean the pins. A request was sent to replace the recharger, and the patient was informed about the return process for the device. Patient stated that in (B)(6) the intensity went up by 0.3 on all 4 programs on group a and then 2 months later as of (B)(6) all 4 programs on group a went up another 0. 3. Patient then asked if it was normal for the intensity to increase on its own. Patient confirmed that they do not have adaptive stim programmed and it was not uncomfortable. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.